Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 536 mg/dl. The customer was treated with bolus. The customer also reported that she had a motor error alarm on the insulin pump. The customer was not aware of any events leading to the alarm. The customer stated that it was not expose to a strong magnetic field such as an MRI. The customer was assisted to clear the insulin pump. The customer was advised to disconnect from the insulin pump. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.